Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported high blood glucose. Customer stated that insulin pump alarmed button error and that she was still using the insulin pump. Advised to discontinue using the pump and revert to a back-up plan per health care provider. Customer's blood glucose was 277 mg/dl. No troubleshooting done for high blood glucose due to the insulin pump had button error. Customer mentioned had low blood glucose often and had a visit with emergency medical technician. No further information provided.